Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported lumen kink, poor flow, catheter degradation, opacification, flush and suction issues as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information, but repeated clamping in a similar location, acute/sharp angles in the catheter lumens, or degradation, such as from inappropriate chemical exposure, may have made the tubing more prone to kinking/deformation, leading to flow problems and discoloration. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: g3, h6 (method). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one day post a dialysis catheter placement, the arterial and venous lumen was allegedly kinked and not provided the enough flow to continue with the session it was further reported that allegedly there was opacification of clamped areas. Additionally, it was degraded. Reportedly, the catheter was removed and replaced. However, the current status of the patient was unknown.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that sometimes post a dialysis catheter placement procedure, the arterial and venous lumen was allegedly kinked and not provided the enough flow to continue with the session. There was no reported patient injury.

Manufacturer narrative:
H10: additional information was received, and the file was reassessed for reportability and determined to be reportable as serious injury. H10: as the lot number for the device was provided, a review of the device history records will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one day post a dialysis catheter placement, the arterial and venous lumen was allegedly kinked and not provided the enough flow to continue with the session it was further reported that allegedly there was opacification of clamped areas. Additionally, it was degraded. Reportedly, the catheter was removed and replaced. However, the current status of the patient was unknown.